Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a fractured provisional was received from a hospital. It is unknown when the provisional fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during a knee procedure, the surgeon was trying to put a shim in between the poly trial, but was having difficulty placing it. He struck the bottom of the poly trial with a mallet and it fractured. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned device found it to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was determined to be due to user error as it was incorrectly used when surgeon impacted assembly with a mallet. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.